Event description:
It was reported that the drill was not working during a hip nailing procedure. Another device was used to complete the case with a 30 min delay. There was no medical intervention required. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece was rec'd at the MFR for eval, and the reported condition was confirmed. Evidence of 3rd party parts and service was found. Based on the investigation details, the likely cause was a non-manufacture asic and wiring inside the handpiece. If the non-MFR asic fails the device may lose all operational functions.